Event description:
The customer reported via phone call that she had a high blood glucose up to 500 mg/dl. Customer has been taking some insulin and during the night, it took several times before her blood glucose went down. Customer's blood glucose went down to 348 mg/dl. Customer took an insulin injection and re-did her infusion set and noticed that a little bit of hard plastic had come out. Customer stated that it looks like the reservoir is leaking. Customer stated that she had a lantus and that she is only supposed to take it at night, so she doesn't know what to do during the day. Customer stated that she is a doctor. Customer took 7 units of a manual injection about 15 minutes ago. Customer ran a couple of units through and that the insulin came out at the end. Customer noticed that there were tiny clear plastic pieces coming off her pump. Customer declined troubleshooting. Customer took a manual injection. Insulin pump will be replaced if the customer is uncomfortable with her pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.